Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal (2000 mcg/ml) at 250 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. The patient's pump was beginning to thin the skin above it, so the healthcare provider revised and repositioned the pocket slightly during a pump replacement on (B)(6) 2016. Factors that may have led or contributed to the issue include that the patient is very slight in frame. No troubleshooting or diagnostics were performed. The pump was completely explanted and discarded by the customer. As of (B)(6) 2016 the issue was considered resolved and the patient as alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.